Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 62 mg/dl at the time of the incident. The customer was at 249 mg/dl at the time of the call, and 60 mg/dl at the time of admission. The customer has been experiencing lows for 5 months. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as shaking, sweating, anxiety, confusion, belligerence, inability to follow simple commands, weakness, and fatigue. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump is over delivering at night because of their basal settings. Customer also called about reprogramming their pump settings and site irritation from infusion set tape. The insulin pump will not be returned for analysis.